Event description:
It was reported that during an oopherectomy procedure, the device stapled but would not cut. The first cartridge stapled correctly, but delivered an incomplete cut. The cartridge was replaced and the same thing occurred. In addition, the cartridge fell into the pt. The cartridge was removed without injury to the pt. A competitor's product was used to complete the procedure. The surgery was prolonged fifteen minutes.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.